Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). A proximal seal was deployed and placed in the aorta and the surgeon placed a finger over the seal and aortomomy to fix it in place, but the bleeding did not stop. Bleeding was slightly increased, but not enough to affect the patient's hemodynamics. No blood transfusion required. Therefore, when the seal was pulled out and another heart string was prepared and used in the same manner, the bleeding stopped. No peeling or cracking of the seal was observed during loading. The extension of operation time was about 2 to 3 minutes. Proceed with the procedure as it is and finish without problems. Patient was not affected.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6- "4582" -removed. The device was returned to the factory for evaluation on 07/27/2023. An investigation was conducted on 08/01/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the unraveled seal, indicating an attempt was made to introduce the seal into the aorta. The white plunger was fully depressed and the blue safety lock was off which allows for the white plunger to be depressed. The blue tension spring assembly was observed to be cut as it was attempted to be removed from the aorta. The seal was observed to be unraveled as it was attempted to be removed from the aorta. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches ((B)(4)). The length of the delivery tube was measured at 2.50 inches ((B)(4)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed the lot #3000261925 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.